Event description:
It was reported that during a gastrectomy procedure, after the trocar was inserted, the doctor was taking out the obturator but the integrated one seal broke down. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.